Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Pinnacle mom litigation record received. Litigation alleges corrosion and friction and wear caused cobalt-chromium metal ions and particles released into the blood, tissue and bone resulting to infections, pain, discomfort, crunching or popping noises, walking difficulty, hip fractures or dislocations, fatigue, tissue inflammation, necrosis or metallosis and lack of mobility, doi: (B)(6) 2006; dor: (B)(6) 2008; right hip.